Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the insulin pump had no delivery alarm. The customer stated that the insulin pump lost the settings when battery was changed and had to be reprogrammed. No further information was obtained. No harm requiring medical intervention was reported. Trouble shooting was not performed and the customer will continue to use the device.